Event description:
It was reported that the customers central station's speaker was not emitting any audio. The device was in clinical use when the issue was discovered but no patient harm was reported. Complaint evaluation: a philips remote technical consultant (rtc) spoke to the customer in order to troubleshoot the issue. It was found that the speaker had been unplugged unexpectedly. Customer resolution and conclusion: the reported malfunction was confirmed. The speaker was not emitting any audio because the speaker had been unplugged unexpectedly. The issue was resolved once the rtc had the customer reconnect the speaker.